Event description:
The customer reported a leak at the right side of the coulter lh 750 hematology analyzer. The leak was originating from the tubing at pinch valve vl54 on the right side panel. The volume of the leak was about 0.1 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/19/2015. The fse found a leak at the tubing through pinch valve vl54. The fse replaced the tubing through pinch valve vl54, which repaired the leak. The repairs were verified per established procedures. (B)(4).